Event description:
It was reported that they were getting image capture errors, causing the patient to be re-exposed. It was determined that the grid retraction motor wasn't strong enough and needed replaced. Once this was done the unit is working as intended.